Event description:
It was reported that a user attempting to set up an ilet bionic pancreas experienced a dexcom g7 continuous glucose monitor (cgm) sensor pairing failure limited to the ilet, after which the agent instructed the user to toggle bluetooth off and on and restart, and the sensor displayed pairing status by the end of the call. No adverse clinical signs, symptoms, or conditions were reported, and no alerts or alarms occurred. Outcomes included no impact on health or need for medical care. User support included remote troubleshooting and education focused on connectivity steps. Investigation of this case revealed a pairing/connectivity issue between the ilet and the dexcom g7 sensor, with no device damage reported and the issue trending toward resolution following standard pairing procedures. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity issue resolvable through standard troubleshooting.